Event description:
Report received from abbott int'l affiliate (abbott UK) that states, "tubing became disconnected from t-piece during use. Blood and liquid were noticed on trolley." A graseby 3500 syringe driver was in use at the time of event. The tubing was reportedly replaced. The pt did not experience any adverse effects. Add'l info received indicated that the tubing diconnected from the "bonded portion between the extension tubing and t-connector". There was no other info available, though requested.